Manufacturer narrative:
Philips service replaced the monitor (19'' monochrome monitor ER (mml1952-per)). This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the monitor on boom failed; no display or led on a allura xper fd10 f. The clinical use of the system was in use. There was no reported patient or user harm.